Event description:
It was reported that during preparation for a neuro angiography procedure, the midshaft of the imager ii catheter was fractured. The event occurred outside of patient and the device was not used. No patient injuries or complications were reported. Patient status is reported "okay".